Event description:
Customer initially reported blank displays, motor error alarms, and rewind anomaly in the insulin pump. Customer's husband stated the reservoir leaked insulin into the pump, and believed it was at the o-ring of the reservoir. Customer had discarded the reservoir; nothing to return. The customer's reported blood glucose value was 327 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.